Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Supply changes were performed to address the occlusions; however, the issue continued. No issues were observed with the cartridge, infusion tubing or cannula at the time of these alarms. Customer experienced elevated blood glucose (bg) level approximately 400 mg/dl and diabetic ketoacidosis (dka). A manual injection was administered to address bg/dka. Subsequently, customer was hospitalized. Customer was treated with intravenous fluids and long acting insulin. Customer was released one day later with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.